Event description:
It was reported to boston scientific corporation that an obtryx system halo device was implanted into the patient during a procedure performed on an unknown date. Reportedly, the patient has experienced an unspecified injury and underwent a mesh removal on (B)(6) 2019.

Manufacturer narrative:
Date of event: it was reported that the device was implanted on (B)(6) but the year was not provided. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the reported explant date. This event was reported by the patient's legal representation. The surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.